Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a 12.6mm, vicm5 12.6, -13.50 diopter, implantable collamer lens tore before/during loading. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.